Manufacturer narrative:
Other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: pnma01411a004, product type: recharger.

Event description:
A consumer implanted for spinal pain reported that since implant they were feeling stimulation in their upper buttocks down to their toes instead of in their back where they needed it, and were having pain in their shoulder. It was noted the consumer had a bad right shoulder which made it difficult to place the antenna over the implantable neurostimulator (ins) site, so adhesive disks were going to be sent. Five months later the consumer further reported when they were walking they could only feel stimulation in their feet, but wanted stimulation to cover the lower back, but the doctor and technician were "unable to get it right." It was noted the tingling in the feet disrupted the consumer's sleep. It was also reported the consumer had their back numbed at their doctor's office but they were told it would take two numbing sessions before they could freeze/burn the nerve endings. Following the first numbing session the consumer's hip and back hurt, and only stopped hurting in the last few days, but they woke up the morning of (B)(6) with their hip hurting "in a different way." The consumer also had difficulty recharging, was unable to get the belt to stay on, and could barely "get my left arm back there" due to their shoulder and arthritis, and because they had a lot of things go wrong medically this year. Ten days later the consumer called back and reported they thought the implantable neurostimulator (ins) was dead, and the ins was "never working right" because they couldn't get the system &#62735; do what it was supposed to do," and they were never taught how to use it. It was further reported the consumer hadn't felt stimulation since "the other day" when they attempted to recharge for three hours, but were only able to get two coupling bars. It was noted recharging really frustrated the consumer because they had to use two to three adhesive patches. The consumer also didn't like that the recharger moved around in the case so it was hard to press the buttons. During the call troubleshooting was performed related to recharging which started with zero coupling boxes, but once the antenna locate feature was used with results from 44-64, there was full coupling. Following this the consumer further reported the ins could move "back and forth in the pocket," and if they touched one corner of the ins they could feel it moving and wobbling, but couldn't tell if it was tilted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.